Manufacturer narrative:
One ventilator device was received for investigation. During visual inspection the device was observed to have no damage or anomalies. The reported issue was confirmed during functional testing when the patient outlet connector was determined to be loose. The investigation attributed this issue to the design of the device. The device patient outlet connector was re-tightened within specification, and the device passed all testing. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted.

Event description:
It was reported that during the maintenance checkup, the gso engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Date of event and UDI section are unknown; no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.